Event description:
Device history record was reviewed. No events linked with reported issue was observed. Device log was not reviewed. No device available for investigation. As no sample was sent for investigation the root cause of the reported event could not be identified. However, battery issues such as the one described in the complaint could be linked to several causes such as over solicited aging batteries, long storage without any charge cycle or due to storage temperature. Storage recommendations and battery precautions can be found in the device IFU. Note that storage of the battery is now under responsibility of the customer or market unit. This complaint is valid. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 17 (battery charge error); intermittent occurrences.